Event description:
It is reported that the physician implanted a protégé stent in a patient. The device was almost 5months past its expiry upon implantation. No damage or issues were noted to packaging or during prep. The procedure completed as normal. No patient complications were reported and no surgical or medical intervention was reported.